Manufacturer narrative:
Case- (B)(4).

Event description:
It was reported that on the 5th day of npwt utilizing a pico7, when the dressing was exchanged and the start button of the pump was pushed, all the indicator lamps illuminated and the pump did not restart working. The treatment was continued with a backup pump. No patient harm. It took about 20 min to restart the treatment.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device was used for treatment. The returned device underwent a product evaluation. A relationship between the event and the device was confirmed. An initial visual inspection did not identify any issues. When fresh batteries were inserted, all indicator lights were solidly illuminated. Device performance data shows the device entered a non-recoverable error state. The root cause was determined as a component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. As the occurrence of this issue is within acceptable range, no further actions are deemed necessary at this stage. We will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.